Event description:
Technician alleged that the cardio pulmonary resuscitation lever is not functioning. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.